Event description:
Customer has alleged that the lancet protrudes past the opening of a safe-t-pro plus single use device. No adverse event reported.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 292 mg/dl, 128 mg/dl, and 113 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.